Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified problem occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned, and the device evaluation has been completed. An event history log review identified that a reload the set 201 alarm occurred during the most recent therapy. No abnormalities were identified during internal/external inspections on the hc. While performing a simulated therapy and functional testing, the manifold o-rings in the pneumatic system were determined to be out of specification limits. The reported unknown alarm was verified in the event history log review. The cause of the alarm was determined to be the malfunctioning manifold o-rings. The o-rings were replaced, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.